Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 16x4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 4.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent dislodged. The dislodged stent was deployed in the location where it dislodged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.